Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Suspected rv lead integrity issue due to home monitoring data shows shock impedance greater than 150 ohms and degraded far-field signal in recordings. Lead is currently implanted. Should additional information be received, this file will be updated.